Event description:
A physician reported that a dcdc code of 0 was obtained when performing diagnostics on a pt's device during a recent office visit. The physician did not know what diagnostics had been obtained previously. The pt reported an increase in seizures and was no longer able to perceive magnet mode stimulation. Normal mode stimulation felt sporadic. Good faith attempts to obtain additional info have been unsuccessful to date. The physician stated that the pt will be referred for a prophylactic generator replacement; however, no pt name or product identifiers were provided.